Event description:
Rotational knee prosthesis revised due to femoral loosening.

Manufacturer narrative:
The device history record shows no deviations from our specifications. Visual investigation of complaint sample: the rotational uhmwpe bushing is broken. This is a result of the described femoral loosening of the prosthesis in the surgery report. The surgery report doesn't stated a reason for the femoral implant loosening. The initial prosthesis was implanted several years ago. No specific date was mentioned. There is no further investigation possible because of too less information. The customer was contacted but we didn't receive more information like x-ray images etc.